Manufacturer narrative:
Siemens healthcare diagnostics investigated this event. There is no expectation that the siemens atellica im cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Results obtained with the atellica im cov2g assay may not be used interchangeably with values obtained with different manufacturers' test methods. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. The limitation section of the atellica im cov2g instructions for use states; " "results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." Reference the limitation section of the atellica im cov2g instructions for use: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the information provided, no product non-conformance was identified. No further evaluation of the device is required. A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00086 was filed for test date (B)(6) 2021 cov2t results. MDR 1219913-2021-00087 was filed for test date (B)(6) 2021 cov2t results. MDR 1219913-2021-00088 was filed for test date (B)(6) 2021 cov2t results.

Event description:
A customer obtained a nonreactive (negative) atellica im sars-cov-2 total (cov2t) result for a patient sample. The initial nonreactive (negative) result was considered discordant when compared to the positive covid igg result from an alternate method. The sample was also tested on a second alternate method and the result was positive for covid total. The patient sample was repeated on the atellica im for cov2t and the result was nonreactive (negative). The customer was requested to test the sample on the atellica im for cov2g and cov2t. Both the results were nonreactive (negative). The customer reported the covid total alternate method positive result. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im cov2t results.